Event description:
It was reported that while the patient was hospitalized for recovery post device implant, the implantable cardioverter defibrillator exhibited inappropriate shock due to incorrect interpretation of signal. The device was reprogrammed. The patient was stable. Further information was requested, but not yet available.